Event description:
The device reportedly would not display the pt's ECG rythm through the paddles lead during pt monitoring. There were no adverse effects to the pt as a result of the reported event. The facility was contacted for further details from the reported event.